Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm; model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-4316, lot #: 14304806, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing shocking sensations when he was in contact with electronic equipment. It was noted that the patient had mechanical breakdown of the lead electrode. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that no further course of action...

Event description:
A report was received that the patient was experiencing shocking sensations when he was in contact with electronic equipment. It was noted that the patient had mechanical breakdown of the lead electrode. The patient will undergo an explant procedure. No device malfunction was suspected.